Event description:
The customer reported to olympus, the high flow insufflation unit had an error and the screen went black. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel had a dead light emitting diode, and the "error/screen goes black" was due to faulty main board causing error e03. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error due to a faulty main board and the led would not light up due to a front panel failure. Olympus will continue to monitor field performance for this device.